Manufacturer narrative:
Corrected data: "multiple malfunction alarms" corrected to "an unspecified malfunction"

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 147 mg/dl. Troubleshooting with tandem customer technical support was performed. The customer reported that manual injections would be used for insulin therapy.